Event description:
It was reported that the customer had low alarms every two seconds and then it went into threshold suspend. Customer's sensor was 5 days and 11 hours old. Customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 277 mg/dl. Customer's sensor glucose reading was 73 mg/dl. Difference is not within an acceptable range. Customer was advised to remove the sensor at this time. Customer was advised to make sure she is clearing the alarms by pressing esc and act. Customer will remove the sensor and return it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.